Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noisy signals, causing an increase in pacing. No additional adverse patient effects were reported.